Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a partial blank display with a line going through the screen. Troubleshooting was performed and the customer does not recall if the pump was dropped or bumped for this incident. The customer has dropped the pump before. It was advised that the customer revert to their backup plan and return the pump.